Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 3.50 x 24mm synergy ii drug eluting stent was advanced for treatment; however, the stent got lifted due to calcification. The procedure was completed with another of the same device. No patient complications were reported. Device evaluated by MFR: synergy ous mr 3.50 x 28 mm stent delivery system was returned for analysis. A visual and microscopic examination found damage to proximal stent rows 5-7, damage to proximal stent row 8 with stent struts lifted and damage to distal stent row 6 with stent struts lifted. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 3.50 x 24mm synergy ii drug eluting stent was advanced for treatment; however, the stent got lifted due to calcification. The procedure was completed with another of the same device. No patient complications were reported.